Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to 99 as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The healthcare provider reported that the viality unit had no suction when the procedure started and leaking at the bottom of the device. A new viality unit was required to complete the procedure.